Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received multiple sensor errors and was having discrepancies between sensor and blood glucose readings. Blood glucose level at the time of the incident was 455 mg/dl. The customer reported that the high blood glucose level was due to her overcompensating for incorrect sensor glucose readings of 40 to 50 mg/dl. Troubleshooting was performed and the customer was advised that the sensor would be replaced. The customer agreed to return the product for analysis.